Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv2189 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was placed in left upper arm, cephalic vein; 3 cm external length, securacath in place. Rn administered medication through the white port with no issues; white lumen was subsequently flushed with normal saline and heparin, no leakage noted. When the cap on the red port was changed and the red port was flushed with normal saline, leaking was immediately noted underneath the dressing at/around the securacath saturating the dressing. Of note, multiple doses of alteplase had been given for partial catheter occlusion on the following dates: 1/15, 1/20, 1/24, 1/27 and 1/28, with patency restored each time. Last chest x-ray done on 1/23 showed catheter tip in good position at cavoatrial junction. No other information provided.